Event description:
Diabetic was found unconscious by a friend who tested pt's blood glucose as 81 mg/dl on suspect device. At ER pt's blood glucose was 23 mg/dl. Pt was treated with glucose intravenous.